Event description:
It was reported by the rep the device was used during a breast biopsy. It was reported the c1535 was used with the new probe (p1175) and the clip broke off in the pt. The md reported to the cin the new micromark clip was placed, suction applied and the tab was clicked. The color indicator changed to blue. Once done, she pulled back the white part and at this point it broke off (separated from the blue portion). About 1" of metal was noted at the end of the white piece. A film was taken, the clip was not deployed. She reported using tweezers to remove the blue portion from the pt. The clip and the tip of the white portion was found within the hub of the probe. The md stated she would follow up with the rep on 11/23/98. There was no consequence to the pt.